Manufacturer narrative:
An examination of the returned device demonstrated that the wire did fracture and the likely cause of this fracture to be overloading under torsion. The dfu for this device warns the user not to torque the guidewire when it is trapped within the vasculature." The most probable root cause is "user related" and "operational context".

Event description:
"A report was received describing a fracture of the victory 18 gram guidewire. The physician could not get through the stenosis and in repositioning the guidewire, the tip was broken and stuck in the tibialis posterior vessel. No complication with the pt was reported" see attached report for additional information.